Event description:
It was reported that the patient experienced difficulty with inflating an inflatable penile prosthesis (ipp) resulting in surgical intervention. During the procedure, the physician tested the pump and was able to inflate the device; however, excess tubing was identified. The physician removed a portion of the ipp tubing and reconnected it. The device was tested again and the ipp inflated as expected. The pump was relocated in the scrotum. No further patient complications were reported.

Manufacturer narrative:
Correction to d6a: implant date.

Event description:
It was reported that the patient experienced difficulty with inflating an inflatable penile prosthesis (ipp) resulting in surgical intervention. During the procedure, the physician tested the pump and was able to inflate the device; however, excess tubing was identified. The physician removed a portion of the ipp tubing and reconnected it. The device was tested again and the ipp inflated as expected. The pump was relocated in the scrotum. No further patient complications were reported.